Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for this right ventricular (rv) lead, a pneumothorax was detected. No additional intervention was required. The lead and associated pacemaker remain in service. No additional adverse patient effects were reported.